Event description:
As reported by (B)(4) study that during the index procedure, a 2.5x20mm nc voyager balloon was used to pre-dilate a lesion in the mid lad a 2.5x28mm cypher did not cross twice due to the calcification. Then a cougar buddy wire was inserted and a 2.5x8 quantum maverick balloon was used to pre-dilate the lesion at 18 atm. Dissection was noted in the proximal lad (type b). The 2.5x28mm cypher was deployed, followed by the 3.0x13mm cypher in the proximal lad. The second stent was to treat the dissection. The patient had no chest pain. The final dissection grade following the procedure was a. In addition, post procedure troponin I was 0.93 and the upper limit was 0.06 ng/ml. Approximately four months post index procedure, the patient experienced a non st-segment elevation myocardial infarction due to demand ischemia. The patient came in with a-fib and the physician called it a demand mi. ECG was done but the progress note does not indicate if it was anterior or inferior. An angio was not done. Pci was first performed on an 80% de novo lesion in the mid rca of 10mm in length in a 2.5mm vessel diameter. The lesion was classified as (type a).

Manufacturer narrative:
Pre-dilatation was performed with a 2.0x12mm balloon at 10 atm before a 2.5x18mm cypher stent was deployed at 16 atm. The residual diameter stenosis measured 5%. Timi iii flows were recorded pre and post-procedure, respectively. Pci was performed next on a 90% de novo lesion in the mid lad of 25mm in length in a 2.5mm vessel diameter. The (type c) lesion was moderately calcified with extreme vessel tortuosity. The lesion was classified as (type c). It was treated with 2.5x28mm cypher stent at 15 atm. The same size balloon was used for post-dilatation at 18 atm because the stent was not fully expanded. The residual diameter stenosis measured 0%. Patient was in stable condition with troponin increase noted at the end of the procedure. Concomitant devices ((B)(6) 2010): 6 f jl4 cm coronary catheter, cougar guidewire, 2.0x20mm nc voyager balloon, 2.5x8mm quantum maverick balloon, 3.0x13mm cypher stent. Concomitant medications ((B)(6) 2010): xylocaine, versed 2 mg, heparin 4, 000 units, ic nitroglycerin. Act 267 seconds. Act at the end was under 170 seconds. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of four devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00389, 3003742446-2010-00390, 3003742446-2010-00391 and 3003742446-2010-00392.